Manufacturer narrative:
The automatic impella data logs were returned for analysis. The analysis of the logs showed that the pump functioned properly without issue for the entire case. The logs revealed that heparin was not used in the purge in the first 5 hours of the pump's patient support. The heparin was then added to the purge with 50 ui/ml in d5. Approximately 4.5 hours later the heparin dose decreased to 25 ui/ml, and remained in the purge system with that dose for 7 hours. The next, heparin dose increased to 40 ui/ml for 5.5 hours, and was then increased to 50 ui/ml, and stayed on that level to the rest of the case. The root cause of the reported thrombus has been determined to be due to the patient's condition, and the inability to maintain therapeutic act levels to the recommended range. There were no complaints related to this failure mode for other pumps in this pump lot.

Event description:
The complainant reported that an impella cp was used to support a (B)(6) male patient for ami/cgs on (B)(6) 2018. The pump was inserted without issue and functioned properly. On (B)(6) 2018 the impella cp was explanted without complication. After the device was explanted 2 large thrombus were removed from patient's right femoral artery (rfa) prior to closure. The first thrombus was located at the insertion site, with the 2nd located proximal to the insertion site. No clots or material seen on the catheter or the pump itself. Both thrombi were successful aspirated from the vessel by the surgeon prior to site closure. Strong pulses where confirmed in right leg/foot with doppler post-procedure. Patient support was reported as successful, with no adverse effects to the patient.